Manufacturer narrative:
Upon receipt, the lead under complaint was found capped 24cm distal to the df4 connector pin into 2 segments. An extraction aid was found in the distal lead fragment. It is reasonable to assume that the lead was cut during the extraction procedure. The performance of the lead fragments was scrutinized, including a visual inspection. The analysis showed multiple abrasion marks along the lead fragments. In particular 8.5cm proximal to the lead tip the insulation was found rubbed through, which is assumed to be the root cause of the reported oversensing. Based on the characteristics of this damage, it is reasonable to assume that the lead had been subject to severe mechanical stress in the implanted state. Significant lead motion in the area of the tricuspid valve and interaction with atypical tissues should be taken into consideration. Further damages such as a bent fixation helix and a deformed rv shock coil, most likely occurred during the extraction procedure due to tensile stress. The manufacturing process for this device was re-investigated. All production steps had been performed accordingly. There was no sign of any inconsistency during the manufacturing process. In conclusion, the analysis did not reveal any sign of a material or manufacturing problem.

Event description:
It was reported that approx. 38 months after the implantation the lead was explanted due to oversensing (ventricle channel).